Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 unit display occurrence of error code 1107 "proximal pressure calibration data error". There was no patient involvement.